Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings foam particles was observed. The device's downloaded logs were reviewed by the third-party service centre. There was one error code found. The third-party service center concludes that there was visible foam degradation and unit got scrapped.